Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient had been hospitalized with diabetic ketoacidosis (dka). The patient's blood glucose levels read high (> 500 mg/dl) while wearing the pod between 1 and 4 hours. Symptoms reported include vomiting and hyperglycemia. As treatment, the patient had applied a new pod 3 times to other infusion sites and had taken a manual injection of 7 units of insulin. Once at the hospital the patients pod was removed and they were treated with manual injections of insulin. The patient was released from the hospital after several hours. The pod will not be returned as it ahs been discarded.